Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen). Test strip (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. Husband is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 43, 97 and 45 mg/dl. The customer's expected fasting blood glucose test result range is 110 - 125 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 113 mg/dl using truemetrix meter and 115 mg/dl using truemetrix meter. The product is not stored according to specification and is stored in the kitchen cabinet. The test strip lot manufacturer's expiration date is 09/23/2017 and open vial date is (B)(6) 2016. The customer stated she is also concerned with the readings obtained (B)(6) 2016 as they are erratic and were only taken minutes apart from each other. The meter memory was reviewed for previous test result history: (B)(6). Customer states she would have had symptoms if her blood sugar was below 50 mg/dl. Customer has also compared the truemetrix meter to another brand meter and the truemetrix always reads 50 points lower.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage. Test strip (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. Husband is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 43, 97 and 45 mg/dl. The customer's expected fasting blood glucose test result range is 110 - 125 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 113 mg/dl using truemetrix meter and 115 mg/dl using truemetrix meter. The product is not stored according to specification and is stored in the kitchen cabinet. The test strip lot manufacturer's expiration date is 09/23/2017 and open vial date is (B)(6) 2016. The customer stated she is also concerned with the readings obtained (B)(6) 2016 as they are erratic and were only taken minutes apart from each other. The meter memory was reviewed for previous test result history: 110mg/dl (B)(6) 2016 03:03 pm fasting: no; 77mg/dl (B)(6) 2016 05:00 pm fasting:yes; 43mg/dl (B)(6) 2016 09:53 pm fasting:yes; 97mg/dl (B)(6) 2016 09:40 pm fasting:yes; 45mg/dl (B)(6) 2016 09:37 pm fasting: yes. Memory concerns: 77mg/dl, 43mg/dl, 97mg/dl, 45mg/dl. Customer states she would have had symptoms if her blood sugar was below 50mg/dl. Customer has also compared the truemetrix meter to another brand meter and the truemetrix always reads 50 points lower.